Event description:
The following allegation was reported to davol by the patient: on (B)(6) 2009 - patient alleges that she was implanted with a bard 3d mesh during an inguinal hernia repair procedure. Following implant, the patient reports that she began to experience pain, swelling, and a burning sensation in the area of the repair. On (B)(6) 2010 - patient alleges a mass was identified in the area of the repair and was removed. As reported the mass was unrelated to the mesh implant. On (B)(6) 2011 - patient alleges that her symptoms continued, and a procedure was performed with the mesh being explanted. On (B)(6) 2011 - patient alleges that she underwent a procedure to remove imbedded stitches that had been placed during the initial mesh implant procedure in 2009.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.